Event description:
Wang j, wang t, wang c, hu f. Mechanical removal of migrated onyx18 due to rupture of a detachable-tip microcatheter during arteriovenous malformation embolization. Neurol india 2025;73:1058-60. Medtronic review of the literature article found a case review of a patient who was undergoing a procedure for embolization of a left frontal arteriovenous malformation (avm). An apollo microcatheter was used for delivery of onyx 18 during the procedure. After injecting approximately 1 ml of onyx18 over 5 minutes with no reflux, it was noted that onyx was observed exiting from a perforated point the apollo catheter. Accidental migration of onyx18 into the middle cerebral artery (mca) and anterior cerebral artery (aca) due to a ruptured microcatheter. The onyx migration was successfully treated using an aspiration catheter, a rebar 27 microcatheter, and a solitaire ab stent. The article concluded potential causes for microcatheter rupture include substandard microcatheter quality, prolonged injection intervals, inadequate onyx mixing before injection, and extended syringe retention in a fixed position.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.